Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. There was no motor error or motor position encoder error alarm noted in alarm history screen. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold ). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had a scratched display window, scratched case, cracked case at display window corner (all corners), cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 189 mg/dl. The customer states they received the alarm during priming. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.